Event description:
Affilliate reports the cranioblades have broken, close to connection. Risk of damaging the dura meter. Risk of heavy bleeding.

Manufacturer narrative:
Codman has requested the return of the device. Upon completion of the investigation, a followup report will be filed.